Event description:
During the pt's therapy, in 2003, the rn reported that pt's neck and upper extremities became red and developed "red man's syndrome". Pt was taking benadryl for the itch. Anibiotics were discontinued. Pt is being monitored but is recovering.